Event description:
Pt underwent cataract surgery on 3/9/98, and implantation of a staar model aq-2010v intraocular lens. A 5.5 mm incision was made. The surgeon said the lens flipped during insertion and scraped the capsular bag and the surgeon had to clean up some vitreous strands. The surgeon implanted another lens in the sulcus.